Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), dyspareunia ("pain during intercourse"), rash ("rashes"), alopecia ("hair loss") and back pain ("back pain"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, dyspareunia, rash, alopecia and back pain outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, dyspareunia, genital haemorrhage, pelvic pain and rash to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: positioned properly within the fallopian tubes. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain'), genital haemorrhage ('heavy bleeding/ abnormal bleeding (general)') and bipolar disorder ('psychological or psychiatric problems condition: bipolar syndrome') in a 23-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, paratubal cyst and uterus enlarged. Concomitant products included antibiotics for uti as well as ibuprofen. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced urinary tract infection ("uti(interpreted as urinary tract infection)/ bladder or urinary problems: uti's/ infection (bladder/ urinary tract/vaginal) type: uti's"), bacterial infection ("bladder or urinary problems: bacterial infection") and cystitis ("bladder infections"), 1 month after insertion of essure. On (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), dyspareunia ("pain during intercourse /dyspareunia (painful sexual intercourse)/ dyspareunia (painful sexual intercourse)"), rash ("rashes"), alopecia ("hair loss/ hair loss"), back pain ("back pain"), vaginal discharge ("vaginal discharge/ vaginal discharge"), fatigue ("fatigue/ fatigue"), visual impairment ("vision problems / vision/eye problems type: require glasses full time"), mood swings ("hormonal changes: mood swings"), libido decreased ("hormonal changes: sex drive decreased dramatically"), rash macular ("rashes or skin conditions type: blotches all over body"), allergy to metals ("nickel allergy") and bacterial vaginosis ("bacterial vaginosis"). In (B)(6) 2009, the patient experienced female sexual dysfunction ("apareunia/ apareunia (inability to have sexual intercourse)"), migraine ("migraine/ migraines / headaches"), feeling abnormal ("neurological condition/problem: brain fog") and confusional state ("neurological condition/problem: confusion"). In (B)(6) 2009, the patient was found to have weight increased ("weight gain/ weight gain"). In (B)(6) 2009, the patient experienced depression ("psych injury related to essure/ depression"), nausea ("nausea/ nausea"), anxiety ("anxiety") and bipolar disorder (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced gastrooesophageal reflux disease ("gi conditions/ gastrointestinal or digestive system condition type: gastoidi reflux disease/ gerd"). In (B)(6) 2018, the patient was found to have ovarian germ cell teratoma benign ("tumor / teratoma / cancer type: teratoma on ovary"). On an unknown date, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), headache ("headaches"), abdominal pain ("abdominal pain"), vulvovaginal dryness ("vaginal dryness"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), post-traumatic stress disorder ("ptsd"), vitamin d deficiency ("vitamin d deficiency") and abdominal pain upper ("stomach pain") and was found to have neoplasm ("tumors"). The patient was treated with require glasses full time and surgery (total hysterectomy and bilateral salpingectomy on (B)(6) 2016, right oophorectomy, left ovarian cyst). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, alopecia, dysmenorrhoea, female sexual dysfunction, menorrhagia, urinary tract infection, vaginal discharge, abdominal pain, vaginal haemorrhage and bacterial infection had resolved, the abdominal pain lower, rash, back pain, depression, fatigue, gastrooesophageal reflux disease, neoplasm, nausea, visual impairment, weight increased, mood swings, headache, libido decreased, vulvovaginal dryness, post-traumatic stress disorder, anxiety, rash macular, feeling abnormal, confusional state, allergy to metals, ovarian germ cell teratoma benign, vitamin d deficiency, bipolar disorder, bacterial vaginosis, abdominal pain upper and cystitis outcome was unknown and the migraine was resolving. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, anxiety, back pain, bacterial infection, bacterial vaginosis, bipolar disorder, confusional state, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, headache, libido decreased, menorrhagia, migraine, mood swings, nausea, neoplasm, ovarian germ cell teratoma benign, pelvic pain, post-traumatic stress disorder, rash, rash macular, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment, vitamin d deficiency, vulvovaginal dryness and weight increased to be related to essure. The reporter commented: discrepancy noted for essure insertion date- (B)(6) 2009 and (B)(6) 2009, discrepancy noted for hysterectomy(full) surgeries date- (B)(6) 2018 and (B)(6) 2016 (other). Current weight 187 lbs. Received treatment for- pelvic/ abdominal, dysmenorrhea (cramping),apareunia, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), psych injury related to essure, uti(interpreted as urinary tract infection), vaginal discharge, urinary problems, fatigue, gi conditions, hair loss, migraine, neurological condition/problem,tumors , nausea, vision problems, weight gain, hormonal changes, headaches. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: results: positioned properly within the fallopian tubes; in (B)(6) 2009: total bilateral occlusion. Imaging procedure - on (B)(6) 2009: essure confirmation test (unspecified) result: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-apr-2020: plaintiff fact sheet and medical records received. Events added from pfs- bladder infections. Onset date of event allergy to metals, gastrooesophageal reflux disease, weight increased, rash macular, visual impairment were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain'), genital haemorrhage ('heavy bleeding/ abnormal bleeding (general)') and bipolar disorder ('psychological or psychiatric problems condition: bipolar syndrome') in a 23-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, paratubal cyst and uterus enlarged. Concomitant products included antibiotics for uti as well as ibuprofen. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced urinary tract infection ("uti(interpreted as urinary tract infection)/ bladder or urinary problems: uti's/ infection (bladder/ urinary tract/vaginal) type: uti's"), bacterial infection ("bladder or urinary problems: bacterial infection") and cystitis ("bladder infections"), 1 month after insertion of essure. On (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), dyspareunia ("pain during intercourse /dyspareunia (painful sexual intercourse)/ dyspareunia (painful sexual intercourse)"), rash ("rashes"), alopecia ("hair loss/ hair loss"), back pain ("back pain"), vaginal discharge ("vaginal discharge/ vaginal discharge"), fatigue ("fatigue/ fatigue"), visual impairment ("vision problems / vision/eye problems type: require glasses full time"), mood swings ("hormonal changes: mood swings"), libido decreased ("hormonal changes: sex drive decreased dramatically"), rash macular ("rashes or skin conditions type: blotches all over body"), allergy to metals ("nickel allergy") and bacterial vaginosis ("bacterial vaginosis"). In (B)(6) 2009, the patient experienced female sexual dysfunction ("apareunia/ apareunia (inability to have sexual intercourse)"), migraine ("migraine/ migraines / headaches"), feeling abnormal ("neurological condition/problem: brain fog") and confusional state ("neurological condition/problem: confusion"). In (B)(6) 2009, the patient was found to have weight increased ("weight gain/ weight gain"). In (B)(6) 2009, the patient experienced depression ("psych injury related to essure/ depression"), nausea ("nausea/ nausea"), anxiety ("anxiety") and bipolar disorder (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced gastrooesophageal reflux disease ("gi conditions/ gastrointestinal or digestive system condition type: gastoidi reflux disease/ gerd"). In (B)(6) 2018, the patient was found to have ovarian germ cell teratoma benign ("tumor / teratoma / cancer type: teratoma on ovary"). On an unknown date, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), headache ("headaches"), abdominal pain ("abdominal pain"), vulvovaginal dryness ("vaginal dryness"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), post-traumatic stress disorder ("ptsd"), vitamin d deficiency ("vitamin d deficiency") and abdominal pain upper ("stomach pain") and was found to have neoplasm ("tumors"). The patient was treated with require glasses full time and surgery (total hysterectomy and bilateral salpingectomy on (B)(6) 2016, right oophorectomy, left ovarian cyst). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, alopecia, dysmenorrhoea, female sexual dysfunction, menorrhagia, urinary tract infection, vaginal discharge, abdominal pain, vaginal haemorrhage and bacterial infection had resolved, the abdominal pain lower, rash, back pain, depression, fatigue, gastrooesophageal reflux disease, neoplasm, nausea, visual impairment, weight increased, mood swings, headache, libido decreased, vulvovaginal dryness, post-traumatic stress disorder, anxiety, rash macular, feeling abnormal, confusional state, allergy to metals, ovarian germ cell teratoma benign, vitamin d deficiency, bipolar disorder, bacterial vaginosis, abdominal pain upper and cystitis outcome was unknown and the migraine was resolving. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, anxiety, back pain, bacterial infection, bacterial vaginosis, bipolar disorder, confusional state, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, headache, libido decreased, menorrhagia, migraine, mood swings, nausea, neoplasm, ovarian germ cell teratoma benign, pelvic pain, post-traumatic stress disorder, rash, rash macular, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment, vitamin d deficiency, vulvovaginal dryness and weight increased to be related to essure. The reporter commented: discrepancy noted for essure insertion date- (B)(6) 2009 and (B)(6) 2009, discrepancy noted for hysterectomy(full) surgeries date- (B)(6) 2018 and (B)(6) 2016 (other). Current weight 187 lbs. Received treatment for- pelvic/ abdominal, dysmenorrhea (cramping),apareunia, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), psych injury related to essure, uti(interpreted as urinary tract infection), vaginal discharge, urinary problems, fatigue, gi conditions, hair loss, migraine, neurological condition/problem,tumors , nausea, vision problems, weight gain, hormonal changes, headaches. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: results: positioned properly within the fallopian tubes; in (B)(6) 2009: total bilateral occlusion. Imaging procedure - on (B)(6) 2009: essure confirmation test (unspecified) result: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this record was detected to be a duplicate to record (B)(4) which will be deleted from bayer safety database after all information was transferred to this record (B)(4) which will be retained. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), dyspareunia ("pain during intercourse /dyspareunia (painful sexual intercourse)"), rash ("rashes"), alopecia ("hair loss") and back pain ("back pain"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury related to essure"), urinary tract infection ("uti(interpreted as urinary tract infection)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), migraine ("migraine"), nervous system disorder ("neurological condition/problem"), nausea ("nausea"), visual impairment ("vision problems"), headache ("headaches") and abdominal pain ("abdominal pain") and was found to have neoplasm ("tumors"), weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea, female sexual dysfunction, menorrhagia, urinary tract infection, vaginal discharge and abdominal pain had resolved and the genital haemorrhage, abdominal pain lower, rash, alopecia, back pain, psychological trauma, fatigue, gastrointestinal disorder, migraine, nervous system disorder, neoplasm, nausea, visual impairment, weight increased, hormone level abnormal and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, neoplasm, nervous system disorder, pelvic pain, psychological trauma, rash, urinary tract infection, vaginal discharge, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted for essure insertion date- (B)(6) 2009, discrepancy noted for hysterectomy(full) surgeries date- (B)(6) 2018 and (B)(6) 2016 (other). Received treatment for- pelvic/ abdominal, dysmenorrhea (cramping),apareunia, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), psych injury related to essure, uti(interpreted as urinary tract infection), vaginal discharge, urinary problems, fatigue, gi conditions, hair loss, migraine, neurological condition/problem,tumors , nausea, vision problems, weight gain, hormonal changes, headaches. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: results: positioned properly within the fallopian tubes. Imaging procedure - on (B)(6) 2009: essure confirmation test (unspecified) result: bilateral occlusion. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received: newly added events: abdominal pain, dysmenorrhea, apareunia, menorrhagia, psych injury, uti, vaginal discharge, fatigue, gi conditions, migraine, neurological disorder, tumors, nausea, vision problems, weight gain, hormonal changes, headaches; product indication was updated, consumer address were updated and date of birth was added, lab data were updated. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain'), genital haemorrhage ('heavy bleeding/ abnormal bleeding (general)') and bipolar disorder ('psychological or psychiatric problems condition: bipolar syndrome') in a 23-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, paratubal cyst and uterus enlarged. Concomitant products included antibiotics for uti as well as ibuprofen. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced urinary tract infection ("uti(interpreted as urinary tract infection)/ bladder or unrinary problems: uti's/ infection (bladder/ urinarytract/vaginal) type: uti's") and bacterial infection ("bladder or unrinary problems: bacterial infection"), 1 month after insertion of essure. On (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), dyspareunia ("pain during intercourse /dyspareunia (painful sexual intercourse)/ dyspareunia (painful sexual intercourse)"), rash ("rashes"), alopecia ("hair loss/ hair loss"), back pain ("back pain"), vaginal discharge ("vaginal discharge/ vaginal discharge"), fatigue ("fatigue/ fatigue"), mood swings ("hormonal changes: mood swings"), libido decreased ("hormonal changes: sex drive decreased dramatically") and bacterial vaginosis ("bacterial vaginosis"). In (B)(6) 2009, the patient experienced female sexual dysfunction ("apareunia/ apareunia (inability to have sexual intercourse)"), migraine ("migraine/ migraines / headaches"), feeling abnormal ("neurological condition/problem: brain fog") and confusional state ("neurological condition/problem: confusion"). In (B)(6) 2009, the patient experienced depression ("psych injury related to essure/ depression"), nausea ("nausea/ nausea"), anxiety ("anxiety") and bipolar disorder (seriousness criterion medically significant). In 2016, the patient experienced gastrooesophageal reflux disease ("gi conditions/ gastrointestinal or digestive system condition type: gastoidi reflux disease/ gerd"). In (B)(6) 2018, the patient was found to have ovarian germ cell teratoma benign ("tumor / teratoma / cancer type: teratoma on ovary"). On an unknown date, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), visual impairment ("vision problems"), headache ("headaches"), abdominal pain ("abdominal pain"), vulvovaginal dryness ("vaginal dryness"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), post-traumatic stress disorder ("ptsd"), rash macular ("rashes or skin conditions type: blotches all over body"), allergy to metals ("nickel allergy"), vitamin d deficiency ("vitamin d deficiency") and abdominal pain upper ("stomach pain") and was found to have neoplasm ("tumors") and weight increased ("weight gain/ weight gain"). The patient was treated with require glasses full time and surgery (total hysterectomy and bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, alopecia, dysmenorrhoea, female sexual dysfunction, menorrhagia, urinary tract infection, vaginal discharge, abdominal pain, vaginal haemorrhage and bacterial infection had resolved, the abdominal pain lower, rash, back pain, depression, fatigue, gastrooesophageal reflux disease, neoplasm, nausea, visual impairment, weight increased, mood swings, headache, libido decreased, vulvovaginal dryness, post-traumatic stress disorder, anxiety, rash macular, feeling abnormal, confusional state, allergy to metals, ovarian germ cell teratoma benign, vitamin d deficiency, bipolar disorder, bacterial vaginosis and abdominal pain upper outcome was unknown and the migraine was resolving. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, anxiety, back pain, bacterial infection, bacterial vaginosis, bipolar disorder, confusional state, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, headache, libido decreased, menorrhagia, migraine, mood swings, nausea, neoplasm, ovarian germ cell teratoma benign, pelvic pain, post-traumatic stress disorder, rash, rash macular, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment, vitamin d deficiency, vulvovaginal dryness and weight increased to be related to essure. The reporter commented: discrepancy noted for essure insertion date- (B)(6) 2009, discrepancy noted for hysterectomy(full) surgeries date- (B)(6) 2018 and (B)(6) 2016 (other). Received treatment for- pelvic/ abdominal, dysmenorrhea (cramping),apareunia, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), psych injury related to essure, uti(interpreted as urinary tract infection), vaginal discharge, urinary problems, fatigue, gi conditions, hair loss, migraine, neurological condition/problem,tumors , nausea, vision problems, weight gain, hormonal changes, headaches. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: results: positioned properly within the fallopian tubes. Imaging procedure - on (B)(6) 2009: essure confirmation test (unspecified) result: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea. Most recent follow-up information incorporated above includes: on 20-sep-2019: plaintiff fact sheet and medical records were received. Events per pfs: sex drive decreased dramatically, vaginal dryness, abnormal bleeding (vaginal), bacterial infection, ptsd, anxiety, rashes or skin conditions type: blotches all over body, confusion, brain fog, nickel allergy, tumor / teratoma / cancer type: teratoma on ovary, vitamin d deficiency, hormonal changes: mood swings, psychological or psychiatric problems condition: bipolar syndrome, bacterial vaginosis and stomach pain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.